Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt trunk cable was severed and missing. Additionally, the j702 connector was pulled from the dn pca. The root cause for the missing trunk cable and damaged connector was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.